Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and replacement report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105 in the medical surgical unit. It was also reported there was no pt injury.